Manufacturer narrative:
(B)(4). Sensors may fracture on rare occasions. If a sensor breaks and no portion of it is visible above the skin, do not attempt to remove it. Seek professional medical help if you have symptoms of infection or inflammation- redness, swelling or pain- at the insertion site.

Event description:
Assistant director at (B)(6) center contacted dexcom on behalf of the study patient on 04/27/2016, to report a broken sensor wire that occurred on (B)(6) 2015. The sensor insertion was at the abdomen. The date of insertion is unknown. There was no report any injury or medical intervention. No additional even or patient information is available.